Event description:
It was reported that during a robotic laparoscopic partial nephrectomy, the arm cart assembly (aca) did not recognize the attached instrument. The instrument name did not appear on the operating room team interactive (orti) display after attachment. Troubleshooting steps were performed, including attaching different instruments and replacing the sterile interface module (sim); however, the issue persisted. The issue was resolved by restarting the aca by unplugging and reconnecting the data cable, followed by calibration. This resulted in an approximate delay of 5-7 minutes. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.